Manufacturer narrative:
As of 09/22/2020 unused returned samples were submitted to the lab for testing with no defects noted. In addition, aso has reviewed records of biocompatibility tests and latex screening.

Event description:
On the initial report on 08/28/2020 consumer stated that the adhesive tape of the product caused a reaction (little small red welts and swelling) to her and her husband. She added she used the product on her tummy tuck and it has left big bubbly marks, she added her husband used the product after getting hurt and got itching in the welt area. The consumer informed aso on telephone call on the same date ((B)(6) 2020) that medical attention was sought.